Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 300 mg/dl at the time of the incident. The customer was given insulin to treat. The customer experienced symptoms such as inability to speak or eat. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer mentioned getting sensor updating, calibration not accepted, and change sensor alarms after they were discharged. The sensor will be returned for analysis.